Event description:
Pt was implanted on an unk date for a fibular fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of the lcp posterolateral distal fibula plate and the lcp 1/3 tubular plate and associated screws. Pt was revised to a lcp lateral distal fibular with chronos. During the implant of the new device, it is reported that the tip of the 2.5 mm hex screwdriver broke. The tip was retrieved and discarded. The procedure was completed. No further info is available. This is 4 of 6 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.